Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had experienced a loss of therapeutic effect, loss of bladder control, with no known accident or incident related to the event. In later reporting, it was noticed that there was loss of effect following a fall. It was noted that the pt had been "falling quite a bit".